Manufacturer narrative:
(B)(4). Estimated date (reported as since (B)(6) 2013). (B)(4) - improper or incorrect procedure or method, failure to follow steps/instructions. Per instructions for use: under closure procedure - perform a femoral angiogram through the side port of the procedural sheath to determine the location of the arteriotomy site, the vessel size, and the presence of disease (calcified plaque, stenosis, chronic or acute occlusion), tortuosity or presence of arterial wall dissection. (B)(4) - patient selection, per instructions for use, under precautions: do not deploy the clip in areas of calcified plaque. The device is expected to be returned for evaluation. Investigation is not yet complete. It has not yet been received. A follow-up report will be submitted with all additional relevant information. The other devices referenced are filed in other medwatch reports.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The reported failure to deploy thumb advancer and difficult to remove was confirmed. In this case the returned condition indicates the vessel locator wings were collapse with the plunger disengaged and undamaged. The number 2 was proximal of the window. Based on this observation the report of the vessel locator wings being spread outwards is not confirmed. Based on a visual inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no associated non-conforming material reports or exceptions that would have contributed to the reported event. A query of the electronic complaint handling database indicated there had been no similar failure to deploy thumb advancer, difficult to remove and vessel locator wing break incidents reported for this lot. Improper or incorrect procedure or method, per instructions for use (IFU): under warnings - do not advance or withdraw the star close vascular closure device against resistance until the cause of that resistance has been determined. Also under closure procedures the IFU instruct the user that if excessive resistance is experience during advancement of the thumb, manually collapse the locator wings and remove the device. In this case the returned condition indicates the device was removed with the locator wings in the open position. Improper or incorrect procedure or method, per instructions for use (IFU) under precautions. Which states: do not deploy the clip in areas of calcified plaque. The IFU under closure procedure instructs the user to perform a femoral angiogram through the side port of the procedural sheath to determine the location of the arteriotomy site, vessel size, and the presence of disease calcified plaque, stenosis, chronic or acute occlusion, tortuosity or presence of arterial wall dissection. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that an arteriotomy closure of the moderately calcified common femoral artery was attempted using a starclose se with a 6fr sheath, after a percutaneous coronary intervention procedure. Reportedly, when the plunger was pushed an audible click occurred, the number 2 appeared in the window and the locator wings were deployed. When advancing the thumb advancer, there was notable resistance and at the distal end of the clip delivery tube the wings became spread outwards and the sheath split and cut through the wing and the hub of sheath was destroyed. Manual compression was applied to achieve hemostasis. There was no reported adverse patient sequela. The physician is reported to be trained in the use of the starclose se device. There was a reported clinically significant delay in the procedure of 15-20 minutes. The physician reported that this thumb advancer issue occurred in a total of 40 to 50 faulty starclose devices. The number of patients and devices used per patient was not provided. In all cases, after advancing the thumb advancer, there was notable resistance and advancement was stopped. In 85% of cases the safety release was needed to remove the device. In 10-15% where the safety release was not used, the devices were removed with open vessel locator wings. Resistance was met during removal and force was needed to remove the device. In all cases manual compression was used to achieve hemostasis and there was no adverse patient sequela. Femoral angiogram had not been performed. The physician estimated the calcification level from resistance felt during the femoral puncture. No additional information was provided.